Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Issue description: a customer in switzerland notified biomérieux of obtaining a misidentification of fusobacterium nucleatum as vibrio fluvialis in association with the vitek ms (coded as axima assurance+launchpad pc - ref 410710, serial (B)(4)) while analyzing an isolate collected from a positive blood culture. The customer reported that they initially obtained a result of vibrio fluvialis. Retesting of the isolate obtained an identification of fusobacterium nucleatum. The sample was also sent to an external laboratory where it was identified as fusobacterium nucleatum with the bruker maldi-tof. Initial vitek ms: vibrio fluvialis. Repeat vitek ms: fusobacterium nucleatum. External lab bruker: fusobacterium nucleatum. There is no indication or report from the customer that the initial misidentification led to any adverse event related to the patient's state of health. An investigation has been initiated.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint of obtaining a misidentification of fusobacterium nucleatum as vibrio fluvialis in association with the vitek ms (coded as axima assurance+launchpad pc - ref 410710, serial (B)(6)) while analyzing an isolate collected from a positive blood culture. Investigation: complaint trend analysis: global customer service (gcs) performed a complaint trend analysis. This review did not identiry the customer's issue as a trend for the vitek ms. Since january 2016, no similar complaint has been recorded for a fusobacterium nucleatum misidentified as vibrio fluvialis. Fine tuning: according to the vilink alert tool criteria, no fine tuning was needed during the tests made on 26jul2022 but it was at the limit. Spot preparation quality: the customer's spot preparation was non-optimal. The calibrator and sample ¿all peaks¿ values are quite heterogeneous. Knowledge base (kb) review: fusobacterium nucleatum is present in the vitek ms kb v3.2. Sample data analysis: by reprocessing the customer data with vitek ms kb v3.2, one (1) spectra led to a single choice to vibrio fluvialis and eight (8) spectra led to fusobacterium nucleatum (which is the suspected identification) and two (2) spectra led to no identification results. The potential misidentification to vibrio fluvialis was obtained with a low identification score (-0.34) which is at the acceptable limit for giving a ¿no identification¿ result (-0.4). In addition, the number of peaks for this spectra is very low (42) which is near to the acceptable limit (minimum 30 for bacteria). This could be linked to a non-optimal spot preparation. In addition, the two spectra obtained on 24 jul 2022 (after 23 hours of incubation) have both a low number of peaks compared to those obtained on 25 and 26 jul 2022 (after 48 ¿ 72 hours of incubation). Based on this finding, the issue could also be due to a low growth leading to a non-optimal protein expression (i.e. Lack of peaks). The customer's strain was submitted for investigational testing. Biomérieux qc lab subcultured the customer¿s strain on schaedler agar + 5% sheep blood anaerobically and on columbia sheep blood agar anaerobically for 24 hours, 48 hours, and 72 hours. They observed that there was no growth after 24h and 48h on columbia sheep blood agar. Consequently, only colonies obtained after 72h of incubation were tested. There was no growth after 24h on schaedler agar + 5% sheep blood agar incubated anaerobically. Consequently, only colonies obtained after 48h and 72h of incubation were tested. Biomérieux qc lab obtained the expected identification as fusobacterium nucleatum for all tests performed (5 spots for colonies obtained after 48h on columbia sheep blood agar / 5 spots for colonies obtained after 48h and 72h on schaedler agar + 5% sheep blood agar). Based on these results, the identification issue obtained by the customer was not reproduced internally by our biomérieux qc lab. This strain needs at least 48h to grow on schaedler agar + 5% sheep blood agar and at least 72h on columbia sheep blood agar, in anaerobic conditions. For information: the following limitation is mentioned in the user manual supplements - 161150-924 ¿ a - vitek ms clinical use - v3.2 knowledge base : interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ gram staining and culture conditions are different between fusobacterium nucleatus and vibrio fluvialis : fusobacterium nucleatus is a gram-negative anaerobic, non-spore forming and non-motile bacteria. Individual cells are slender, rod-shaped bacilli with pointed ends -vibrio fluvialis is a halophilic gram-negative bacterium, which has a curved cell morphology and polar flagella for motility root cause: based on the information and data collected, the cause for the misidentification has been determined to be non-optimal spot preparation. Conclusion: the customer's misidentification was not reproduced internally. The misidentification is likely due to non-optimal spot preparation quality. Local customer service (lcs) has been requested to provide the customer with additional training materials to help improve spot preparation technique.